Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, during the procedure inside of the patient the distal end of the sphincterotome would not bow. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine."

Manufacturer narrative:
Complainant reported that the device would not bow. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.